Event description:
In 2009, the pt came in to the healthcare professional's (hcp) office ans stated that he wanted to have his pump removed and that he would manage his spasticity with herbs and exercise. The pump rate was decreased x2; the lioresal 2000 mcg/ml was decreased from 110 mcg/day (highest dose) down to 96.2 mcg/day. The hcp noted that the pt experienced cognitive symptoms. Following the dose reduction, the pt's father reported that the pt experienced delusions. The pt has a prescription for oral baclofen, but the father suspected that he wasn't taking it. The father also reported that the patient experienced headaches and he referred to them as "under attack" by the army. The pt would hit his left temple to try and divert the pain. The pt also had hallucinations. The pt was thinking that he was in the army and that the army was going to get his children and cure him and make him perfect. The pt's spasticity symptoms had returned. The pt was exercising to help control the symptoms of spasticity. The pt wanted to be off the pump therapy to be normal. The pt was admitted to the mental health ward at the hospital. The father was concerned that the doctor was not considering that the pt's process of being weaned from the baclofen could be causing the altered mental state. The hcp reported that the pt did not come to office in the same month, to remove the baclofen and stop the pump. The hcp's office learned after that the pt was an in-patient. The hcp did not attribute the event to the pt's devices. The cause of the event was unk; the hcp noted the pt had a history of delusions. The hcp also noted that an explant would possibly be done, but only because the pt had insisted there were no problems with the pump/catheter that they were aware of. The following month, the baclofen was removed from the pump and replaced with normal saline by the hcp.

Event description:
Additional information: it was reported that the pump was explanted in april, 2009 (exact date unknown) because the patient wanted to try using oral baclofen again. The patient also had the pump removed for "other reasons" that were unspecified. The patient felt that at the time he was not happy with the pump. The patient stated that his spasms were "coming back to an extent" and that the adjustment to the pump "weren't satisfactory." The patient also stated that the original pump he had in was working well as far as symptoms go and that he was unhappy with the "bulkiness" of his second pump. At the time of the report the patient did not have a pump implanted but wanted a pump implanted again. The patient's doctor also said that he should go back to the pump. The patient was trying to find a physician to implant a new pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).